Event description:
It was reported that 24 pen needle 31x8 asia experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: pen needles blocked. 24x microfine 8mm pen needles blocked in succession. End-user unsure if any insulin was administered due to these blocked needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 24 pen needle 31x8 asia experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: pen needles blocked. 24x microfine 8mm pen needles blocked in succession. End-user unsure if any insulin was administered due to these blocked needles.